Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block a1, block b5 and block h6 (device codes) have been updated based on the additional information received on april 9, 2023.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2023. During the procedure, when deploying the fourth band, it could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 9, 2023: it was reported that the correct anatomy location during the procedure where the speedband superview super 7 used was in the esophagus. Additionally, it was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Imdrf device code a050501 captures the reportable event of bands unable to deploy. The returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the returned ligator housing had six bands attached and some of them were moved from their position. The suture thread and the trip wire were broken. Additionally, the handle had marks of trip wire secured. The returned irrigation tube was in good condition. The device was observed under magnification, and the ligator housing teeth were bent/damaged. The trip wire was broken, and the suture hole was in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some bands in the ligator head were moved, the ligator head teeth were bent/damaged, and the suture was broken. This suggests that the device could not deploy. It is possible that procedural or anatomical factors could have affected the overall performance of the device making some tension bending the teeth and breaking the suture as observed. It was also found that the trip wire was broken at the distal end, and the broken wire was not returned. It is most likely that the handling and manipulation of the device during procedure and interaction with the scope and additional tools/devices can break the trip wire. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2023. During the procedure, when deploying the fourth band, it could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on april 9, 2023: it was reported that the correct anatomy location during the procedure where the speedband superview super 7 used was in the esophagus. Additionally, it was noted that there was no difficulty experienced upon setting up the device.

Manufacturer narrative:
Adverse event problem: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the fundus of stomach during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2023. During the procedure, when deploying the fourth band, it could not be deployed. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good faith efforts. Note: it was reported that the speedband superview super 7 device was used in the fundus of stomach; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.